Manufacturer narrative:
The excor blood pump pu valves; 15 ml in/out; ø 9 mm, s/n (B)(6) was used on the patient from (B)(6) 2026 until the patient was transplanted on (B)(6) 2026. The event occurred on (B)(6) 2026, which is (47 days) after the pump was placed on the patient, who is being supported with an excor ikus driving unit. We have reviewed the production records of the excor blood pump. This pump was produced according to our specifications.

Event description:
The site contacted berlin heart clinical affairs (ca) on 2026-04-03 to report that a patient experienced stroke related to clinical focal seizure with left arm and facial jerking on (B)(6) 2026. A CT scan performed on the date of the evet revealed right parietal mca territory infarct in setting of decreased opacification of the right posterior right m3 and m4 branches. Thee result of the following scan showed an evolving right posterior mca territory infarct with persistent, though less conspicuous loss of grey-white differentiation in the posterior right, frontal, parietal, and temporal lobes. The excor blood pump functioned as intended with complete fill and ejection. A small white fibrin was noted at the outflow connector and inflow connector. The patient was successfully transplanted on (B)(6) 2026.